Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Additional products: d4: serial or lot#: (B)(6) h3: yes h6: the codes present in section h6 correspond to components/products that comprise the reported event. D4: serial or lot#: (B)(6) h3: yes h6: the codes present in section h6 correspond to components/products that comprise the reported event. Product event summary: the ventricular assist device (vad) (B)(6), the controller ((B)(6)), and the battery ((B)(6)) were not returned for evaluation. A review of the manufacturing documentation was not performed as the reported event and analysis are not related to a manufacturing or servicing issue. Log file analysis revealed four (4) low flow alarms logged since (B)(6) 2024. Log file analysis also revealed several instances of power consumption above normal operating range within the analyzed period; however, no high watt alarms were logged during the analyzed period. The observed high-power event is an additional finding, unrelated to the reported event. Additionally, a review of the alarm controller log files revealed six (6) critical battery alarms logged on (B)(6) 2024 at 08:51:37, 09:05:32, 09:06:13, 09:06:29, 09:06:41, and 09:06:59, involving the battery (B)(6) due to the battery depleting below 10% relative state of charge (rsoc). Log file analysis also revealed a controller power up with an associated pump start event was logged on (B)(6) 2024 at 09:05:08, indicating a loss of power. The data point recorded prior to the loss of power revealed that (B)(6) was connected to power port one (1) with 23% relative state of charge (rsoc) and that (B)(6) was connected to power port two (2) with 10% relative state of charge (rsoc). The data point recorded after the loss of power revealed that there was no connec tion to power port one (1) and (B)(6) was connected to power port two (2). The controller was without power for approximately one (1) minute and twenty (20) seconds. No anomalies were recorded leading up to the loss of power. As a result, the reported events were confirmed. Based on the available information, the device may have caused or contributed to the reported event. Based on the risk documentation, possible causes of the reported low flow event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, poor vad filling, and/or inappropriate pump rotational speed. Based on the risk documentation, possible causes of the high-power event may be attributed to multiple factors including but not limited to external factors such as thrombus formation/ingestion, inappropriate pump rotational speed, and/or patient related factors. The most likely root cause of the reported critical battery alarm can be attributed to the patient allowing the batteries to deplete to below 10% rsoc, triggering critical battery alarms. The most likely root cause of the loss of power to the controller can be attributed to the battery depleting to 0% rsoc. CAPA pr00551638 is investigating controller losses of power. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that log files were sent for review, and it was noted that the ventricular assist device (vad) exhibited low flow alarms, the controller exhibited an unexpected loss of power and the battery exhibited critical battery alarms. The patient stated that they heard a critical battery alarm and changed the power sources. When the patient disconnected the batteries, the controller lost power. The vad, battery and controller remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Additional product: d1: heartware ventricular assist system ¿ battery d4: model #:1650 / catalog #:1650/ expiration date:31-aug-2024 / serial or lot#: bat (B)(6) d9: no h3: no h4: mfg date: 08-aug-2023 h5: yes d1: heartware ventricular assist system ¿controller 2.0 d4: model #: 1420/ catalog #:1420/ expiration date:31-may-2023 /serial or lot#: (B)(6) d9: no h3: no h4: mfg date: 27-may-2022 h5: no h6: the codes present in section h6 correspond to components/products that comprise the reported event. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.